Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead exhibited low pacing impedance and minor perforation was suspected. Upon reposition of the lead, it was noted that helix would not retract. The reported lead was not implanted and the procedure was completed with an alternative lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead perforation and low lead impedance were not confirmed while the reported event of helix retraction issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The cause of the helix retraction issue was isolated to the helix clogged with blood/tissue. Further analysis did not identify any other anomalies except for shorts between the conductor's paths consistent with procedural damage.